Event description:
On (B)(6) 2010, the lay user/patient contacted lifescan (lfs) alleging that the onetouch ultra meter displays an error 4 message. The medical surveillance specialist (mss) spoke with the lay user/patient on july 6, 2010 and obtained the following information: the patient tests once a day and manages her diabetes with 1000 mg of glucophage (twice a day) and 5 mg of glyburide (twice a day). The patient does not recall when the alleged issue first began. The patient does not remember what action she took regarding her diabetes management as a result of the alleged issue. The patient claimed she developed symptoms of dizziness and nausea as a result of the reported meter issue; however, the patient does not recollect when the symptoms began. The patient claimed she received treatment from a health care professional; however, the patient does not recall the reason for the treatment, what type of treatment she received, and the patient also does not remember when she received the (unknown) treatment. The patient also does not recollect testing with another device. At the time of troubleshooting, the customer service representative (csr) noted that the patient was unwilling to verify her blood glucose testing technique; however, the patient reviewed her testing technique with the mss (the patient was not using the correct technique as recommended by the owner¿s booklet). The mss reviewed the suggested testing technique with the patient. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that she received treatment from a health care professional after the alleged issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.